Manufacturer narrative:
Information was received that the power supply was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not work on ac (alternating current) power. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not work on ac (alternating current) power and only works on battery power. The customer determined that the power supply needed to be replaced. The customer was provided with the part number of the replacement part.